Manufacturer narrative:
Found hp cable melted to insert, and cabinet also partially melted. Replaced melted hp and damaged cover. Verified tuning/calibration and tested all functions.

Event description:
While the customer was using a g130 bobcat pro, the tip melted off and the insert is stuck in the handpiece. No injury was reported.